Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: lens was returned in a small vial. Visual inspection found no visible damage to the lens and dry, clear surgical residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -8.0/+1.5/x087 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017, the lens was exchanged with a shorter lens and similar diopter due to excessive vault, refractive surprise, and shallow anterior chamber. The problem was resolved.